Event description:
Massive hemothorax with aortic dissection, complicating catheter insertion. While surgeon was attempting to dilate what was thought to be the left subclavian vein after replacing guide wire with introducer pt developed pvc's and became hypotensive ultimately requiring an emergency left thoracotomy for what appeared to be a sub-aortic injury. Pt expired secondary to sanguinous bleed.